Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced erosion, exposure, pelvic pain, incontinence, dysuria and bleeding. An excision of mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.